Event description:
The customer reported that his olympus hd camera head¿s screen was flashing during routine maintenance on the device. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user¿s report was confirmed. The subject device¿s image was flicking during testing and had color deviation present in the image due to a defective cable. Additionally, it was noted that the coupler was stuck. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of why the cable was defective could not be determined. Olympus will continue to monitor field performance for this device.